Manufacturer narrative:
Examination performed. Product samples from previously confirmed complaints, containing the particulate were sent to an outside lab for analysis. Elemental composition of the white particulate found during analysis of the particulate is most likely particles that abraded during insertion of the spikes into the leak tester. Chemical elements found are consistent with the composition of the product components, adhesives and equipment used for manufacture of the product. Additionally, the peaks of sodium, chlorine, iron, potassium and magnesium might possibly be due to remnant IV solutions utilized during use of the tubing sets. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 61 complaints regarding 192 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following; tubing sets should only be used if the original packaging and labeling are intact. Conmed encourages the inspection and/or test of all medical equipment prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The report device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the 10k150 arthroscopy tubing set was used on (B)(6) 2020 during a laparoscopy procedure. During flushing the abdomen the doctor saw there were plastic parts into the tube and they went into the abdomen. The parts were removed under a big effort. Packaging was ok prior to procedure. Patient is o.k. This report is being raised based on device malfunction with potential for injury upon reoccurrence.